Manufacturer narrative:
Bayer case number: (B)(4). Cramping in my fallopian tubes [adnexa uteri pain]. Experience severe anxiety [anxiety]. Mental damages [mental disorder] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("cramping in my fallopian tubes") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced adnexa uteri pain (seriousness criterion medically important), anxiety ("experience severe anxiety") and mental disorder ("mental damages"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri pain, anxiety and mental disorder to be related to essure administration. The reporter commented: after this treatment I developed various physical symptoms. In the meantime, I have had follow-up treatments, and the foreign-body material will still be removed this year. The symptoms hindered me in my normal daily functioning for a year, and the resulting necessary sterilization and numerous doctor visits and treatments caused me financial, physical, and mental damages. To this day, I regret it and experience severe anxiety about the many unexplained physical symptoms and the cramping in my fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) cramping in my fallopian tubes [adnexa uteri pain] , experience severe anxiety [anxiety] , mental damages [mental disorder] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("cramping in my fallopian tubes") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced adnexa uteri pain (seriousness criterion medically important), anxiety ("experience severe anxiety") and mental disorder ("mental damages"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri pain, anxiety and mental disorder to be related to essure administration. The reporter commented: after this treatment I developed various physical symptoms. In the meantime, I have had follow-up treatments, and the foreign-body material will still be removed this year. The symptoms hindered me in my normal daily functioning for a year, and the resulting necessary sterilization and numerous doctor visits and treatments caused me financial, physical, and mental damages. To this day, I regret it and experience severe anxiety about the many unexplained physical symptoms and the cramping in my fallopian tubes. Quality-safety evaluation of ptc: for essure: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The most recent follow-up information incorporated above includes data received on: 10-aug-2025: quality safety evaluation of product technical complaint. Amendment - seriousness of event "adnexa uteri pain" is updated to medically significant as per rcc statement (symptoms hindered me in my normal daily functioning for a year). Imdrf codes were updated accordingly. Re-sent to quality. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.